Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. It was reported that the patient felt more short of breath and tired. The patient reported waking up short of breath in the middle of the night two or three times a week. The patient was started on diuretics on (B)(6) 2021. The account later communicated that all the images of the right ventricle (rv) looked modestly reduced via the right heart craterization (rhc). The patient¿s medication was changed. The echocardiogram (echo) results found the patient to have a dilated left ventricle (lv). The patient¿s lv function was severely reduced. The patient¿s aortic value opens at least partially, with no significant aortic regurgitation noted. The tricuspid value was not seen well; however, there was mild pulmonary regurgitation present. The patient was recommended to be discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient more short of breath and more tired. The patient reported waking up short of breath in the middle of the night twice or three times a week. The patient was started on lasix 40 qd on (B)(6) 2021. The results of the right heart catherization and echocardiogram done on (B)(6) 2021 revealed that aortic insufficiency/regurgitation was noted as significant.